Manufacturer narrative:
The insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring, and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock or click in place. (B)(4).

Event description:
The customer reported via phone call, the insulin pump had some damage on it. Where the clip goes and it was chipped around the top ring where the syringe goes. The customer's blood glucose was unknown. Customer was advised to discontinue use of the device, revert to her back up plan, and the device needed to be replaced. Customer agreed to return the device for analysis.